Manufacturer narrative:
Root cause analysis: the value of 3.0 was not evaluated because of amount of time elapsed between tests (it was performed the week prior to obtaining the two results of > 7.5). The two results of > 7.5 can not be evaluated for precision. Unable to evaluate for accuracy - no lab comparison result provided. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. If lab value is obtained, case will be reopened and data will be evaluated.

Event description:
Caller alleged discrepant results (accuracy).